Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 29. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing with sensing integrity counter (sic) episodes. The rv lead was found to have t-wave oversensing (twos) on a premature ventricular contractions (pvc). The lead was reprogrammed and the issue was resolved. The lead remains in use. No patient complications have been reported as a result of this event.